Event description:
It was reported to boston scientific corporation that a dreamtome rx 49 was used in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, the guidewire was advanced in place, and the sphincterotomy was performed. During the sphincterotomy, the cutting wire of the dreamtome rx 49 broke at the proximal part. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with a different device. There were no patient complications reported as a result of this event. Note: photos of the complaint device outside the patient were provided by the customer and showed the cutting wire broken and kinked.

Manufacturer narrative:
Imdrf device code a0401 captures the reportable event of cutting wire broken.